Event description:
The patient stopped feeling stimulation and then presented with high impedance. The device was disabled. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.